Event description:
It was reported to philips that system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to boot. Upon troubleshooting, fse found that the ups transfer switch was discovered to have a tripped breaker, which was obstructing power from being supplied to the system. To resolve the issue, fse reset all breakers and powered the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.